Event description:
Customer reports the following values from her advantage system within five minutes. The values were 41 mg/dl, 66 mg/dl, 74 mg/dl, and 82 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.